Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, there was blood in/on the lobe mechanism, and there was apparent explant damage.

Event description:
It was reported that during the implant attempt the coronary sinus dissected by the venogram balloon and there were difficulty positioning/fixing the left ventricular lead. The lead was not implanted. No further patient complications were reported as a result of this event.